Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 45 minutes into the dialysis treatment with polyflux 14l, the patient experienced chest tightness, shortness of breath, and rapid heart rate. The patient was given dexamethasone intravenously and the patient¿s symptoms were slightly improved. After 38 minutes, the symptoms recurred and the dialysis treatment was terminated. The blood was returned, and the patient's symptoms improved and gradually disappeared. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.